Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have melted plastic. There was no report of patient involvement or reported injury.